Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
It was initially reported by a consumer on (B)(6) 2018 via email that several months ago after wearing contact lenses on the left eye (os) with the reported lot number, the consumer had developed eye pain and redness and was diagnosed with 'ulcer on cornea' by an ophthalmologist. The consumer was prescribed and treated with unspecified steroid eye drops and gatifloxacin opthalmic solution with an unspecified treatment modality. It was also reported that the consumer's symptoms have resolved after a week of treatment but the symptoms recurred when the contact lenses were used for several times. Further information was received on 11may2018 via email and stated that the consumer confirmed 'eye pain when blinking' and 'proliferation of blood vessels to the right side of her left iris' were experienced within few days of contact lens wear. On (B)(6) 2018, the consumer sought for medical attention and was diagnosed with corneal ulcer on os. The symptoms have resolved after having treated with gatifloxacin 0.5% eye drops and prednisolone acetate opthalmic solution 1% with unspecified treatment modality. It was also noted that only 'eye pain and blood vessels' have recurred after wearing the contact lens again and cleared up when consumer treated it with the prescribed antibacterial eye drops, gatifloxacin. Additional information has been requested but not yet received.

Manufacturer narrative:
Additional information- date of birth. The manufacturer internal reference number is: (B)(4).